Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-21300. The pt has two occipital (off-label) scs leads. It was reported the pt's leads were getting close to the skin surface. As a result, the pt underwent surgical intervention on (B)(6) 2013 to reposition the leads deeper in the tissue. F/u identified the pt is receiving effective stimulation and the issue is resolved.